Manufacturer narrative:
Qn#(B)(4). IFU warnings section clearly states: product is not absorbable and must be removed from wound prior to wound closure. A two-year lookback found like complaints in addition to the one noted above. All were attributable to user error (not following IFU) , no failures of product performance or product labeling were found. Contraindications section clearly states: do not leave quikclot control+ in place for more than 48 hours. IFU instructions adequately establish the need to remove the product prior to wound closure. This event was the result of the user not following product IFU.

Event description:
It was reported that: "there was a patient identified with control+ left inside a patient and they was brought back to the operating room yesterday for removal."